Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 2 grams (route, frequency, and specific duration not reported) for the peritonitis. On an unreported date, antibiotic treatment was completed. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis, was doing well, and the peritoneal effluent fluid was clear. No additional information is available.